Event description:
It was reported that patient underwent hip arthroplasty approximately three years ago. Subsequently, a revision procedure was performed on (B)(6) 2013, to remove and replace components with cement spacer molds due to infection. During the revision procedure, the disassembly tool became stripped while trying to remove the proximal stem. The proximal stem was reported to have been taken out and then reimplanted. There was a two to three hour delay as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted - the reported date of implantation was approximately 2-3 years ago, an exact date was not provided. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient/event (reference 1825034-2013-02872 and 02875).